Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers wife reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 230 mg/dl. Customer also stated that the up arrow was not working on insulin pump. It was also reported that the customer experienced high blood glucose. Customer experienced symptoms such as dehydration as result of high blood glucose. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer stated that up button was not working. Based on customer report customer was not alleging that the insulin pump was under delivering. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.